Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose with blood glucose of 29 mg/dl at the time of the incident. The customer's current blood glucose was unknown at the time of the call. The customer was given syrup to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer was not getting audio alarms from the pump. The customer also stated that while in auto mode, the pump did not exit auto mode when they went low. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
It was stated via phone call that the customer was using the auto mode feature at the time of the reported event. The customer stated that, while in auto mode, the insulin pump did not exit auto mode when the blood glucose went low, according to the alarm history. The customer stated that the low settings were set to 75-120 mg/dl.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The audio beep properly during the self test. (B)(4).